Manufacturer narrative:
Film review found: two ap views of scoliosis construct t1-t12. Rod extension for juvenile patient set up with 2 lateral connectors and rod overlap on either side. No evidence of the set screw stripping is noted on the x-ray.

Event description:
It was reported that the patient underwent multiple surgeries due to growth to treat scoliosis. No setscrews were replaced in the 4th surgery. It was reported that during 5th growing-rod procedure, the domino setscrew's screw hole stripped during the final tightening. The surgeon tried to unscrew the setscrew in many ways, but he could not remove the setscrew. The procedure was completed without replacing the damaged setscrew because the domino was located in an area which did not further affect growing-rod procedures. No patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 8549305, 510k # k020709 was cleared in the united states. The device was not returned for evaluation, however, films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.